Manufacturer narrative:
Device has not been returned for evaluation. The customer¿s complaint was not confirmed. No findings available. The cause could not be determined. No further information was reported.

Event description:
The customer reported to olympus that during a diagnostic colonoscopy procedure, an error code of an internal buffer right error appeared on the display. The picture had only disappeared on one side of the monitor. The intended procedure was completed with the same set up. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and device manufacturer date. The legal manufacturer reviewed the content of this complaint for further investigation. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. The legal manufacturer reported that the root cause could not be determined. The lm reported that the most probable causes for the reported event is as follows: it was generated in the use of the electrocautery. Therefore it is presumed that the signal disturbance of the endoscopic image and the video signal occurred and the image was temporarily interrupted because the noise in the use of the electrosurgical pencil propagated to the device concerned and the video signal cable. Since it occurred when the electrocautery was used, it is presumed that the noise during the use of the electrocautery propagated to the device and internal signal cable, resulting in the inaccessibility of the internal memory-bearing substrate to the internal memory temporarily and the occurrence of an event.